Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer's representative (rep). Rep stated that the attending surgeon for the patient's shunt procedure stated that the short circuit was likely caused by the electrocautery. Patient was programmed on a different pair combination to resolve the tremors and no other actions had been taken to date to resolve the short circuit. Rep stated that the tremors had resolved for the most part. It was also verified that the shunt surgery was not related to the patient's device/therapy. No patient symptoms were reported. No further patient complications were reported/ anticipated as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer's representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for parkinson's dual and movement disorders. It was reported that patient had a shunt placed on the right side of their head on the day of the report, and since surgery patient had tremors on both sides, was unable to get food from the dish, patient had more dominant tremor on the left side of their body. Impedances were tested and the following impedances results were reported. Right vim- 01 82 ohms 02 329 03 72 12 329 13 83 23 356 c0 492 c1 531 c2 593 c3 488 therapy -346 ohms, 7.22ma 2+1-0-, 2.7volts. 170pw, 170hz. Right stn (ins is in the abdomen) c0 285 ohms c1 284 c2 285 c3 728 01 63 02 63 03 607 12 62 13 607 23 604 therapy 704ohms, 4.762ma, 3+0-3.4 volts, 150pw 170hz. The rep stated that the right stn programming was fine and thus no issue there, however the right vim implant had a combination of electrode 0 and 1, which was ashort. The rep was advised that they would need to reprogram to not use the 0 and 1 electrodes as that would drain the implant battery. Possible combinations that might work were reviewed with the rep. It was noted that electrocautery was used in surgery. The rep was referred to the health care professional (hcp) to further discuss with hcp. No further patient complications were reported/ anticipated as a result of this event.